Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using byte day aligners, a patient reported an unplanned intrusion on tooth #7. Patient was advised to rest for 14 days.

Manufacturer narrative:
Follow up #1 and acknowledgements